Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty engaging the driveline into the backup controller was not confirmed. The log file downloaded from the returned heartmate 3 system controller (serial number: (B)(6)) contained approximately 19 days of data ((B)(6) 2019, (B)(6) 2020 and (B)(6) 2001 per the timestamp). The log file captured dates ranging from (B)(6) 2000 to (B)(6) 2001 when the controller¿s clock was not set. The log file did not capture the controller supporting the patient¿s pump after (B)(6) 2019, which indicates that this log file is associated with the patient¿s backup controller. The controller clock was reset to the default timestamp while the driveline was disconnected and the clock was not set to the correct date and time throughout the remainder of the log file. The driveline was reconnected on (B)(6) 2000 and was then disconnected shortly after. The pump did not operate due to the controller not being connected to an external power source while the driveline was connected on (B)(6) 2000. The sequence of events on (B)(6) 2000 is consistent with the patient attempting to perform an exchange to the backup controller unsuccessfully. The returned system controller passed functional testing and successfully operated in a mock circulatory loop with the returned modular cable (lot number: 197700) for an extended period of time without any issues or atypical alarms produced. The driveline cable was connected and disconnected several times without issue. The returned modular cable (lot number: 197700) is investigated under (b)(64. Additional information provided stated that the backup controller was connected to power before the patient connected the driveline into the backup controller during the controller exchange; however, the log file data indicates that the backup controller was not connected to an external power source during the controller exchange attempt. This resulted in the pump not restarting operation when the driveline was connected. It was also reported that the patient ¿was very anxious¿, which may have led to an inaccurate reporting of the sequence of events. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 23feb2018. Heartmate 3 patient handbook section, entitled ¿how your heart pump works¿, instructs the patient to connect the backup controller to an external power source before connecting the driveline during a controller exchange. This section also indicates that failure to connect to a running system controller may result in serious injury or death and that the patient should only attempt a controller exchange when a trained, competent caregiver is available for assisting. This section also addresses the proper steps for connecting the driveline to the system controller. Heartmate 3 patient handbook section, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section, entitled "system operations", informs the user installing a backup battery may prompt a system controller clock not set advisory alarm on the system monitor, and informs the user to use the system monitor to set the system controller clock. Section, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's spouse changed out their system controller to their backup system controller because it was alarming and the display window indicated to change the system controller. The patient ended up passing out because the exchange took so long, due to it being difficult to engage the driveline into the system controller. The patient was fine shortly after it restarted. The vad coordinator saw the patient in the office on (B)(6) 2021 and changed out their modular cable, due to a big tear in the sheathing, and gave the patient a new system controller as the patient's backup was the one exchanged. The patient was stable with no residual effects from the system controller change. Related manufacturer's reference number for system controller with unknown alarms that led to the exchange: 2916596-2021-04156. Related manufacturer's reference number for modular cable with difficult connection: 2916596-2021-05932.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.